Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. Although the root cause analysis did not include return testing, improper techniques and user issues were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant low inratio inr results in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, all the same inratio strip lot 355401 - inratio monitor (a): sn (B)(4), inr=1.8; inratio monitor (b): sn (B)(4), inr=1.6; (B)(6) lab inr=4.0. The time between the two (2) inratio results on (B)(6) 2014 was five (5) minutes and twenty (20) minutes between the lab testing. Therapeutic range: 2.0 - 2.5. Reportedly, the strip code was not changed to match the new box of testing strips. Additionally, the finger was "milked" after the finger stick. The pt changed the strip code and retested on (B)(6) 2014 using inratio inr monitor (b) sn (B)(4) and obtained an inr of 2.2. The pt initially called in concerned that the inratio results have been consistently lower than quest diagnostics. Customer is not concerned with the variation in inratio results as he expects the inr to change a little between days. He now believes that quest diagnostics may be wrong and is going to discuss testing at an alternate lab with his physician. There was no reported adverse pt sequela. There was no additional info provided.